Event description:
This is the second report of two reports used for the same patient surgery (see mfg report number 1651501-2014-00003). This report concerns a pip alignment awl. It was reported that the pip alignment awl was received bent. A space device was not available and it was used for surgery. Surgery was delayed by 20-30 minutes due to the two reported issues. There was no injury or adverse consequences to the patient reported.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.